Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') and genital haemorrhage ('general. Abnormal. Bleeding.') In an adult female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), micturition urgency ("urinary problems.,/ bladder-urge to pee"), cystitis ("bladder infection"), vaginal discharge ("vaginal. Discharge"), vaginal infection ("vaginal. Infection."), alopecia ("hair loss"), coagulopathy ("clotting"), rash ("rash / leg rashes"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes,oophorectomy(one side)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, micturition urgency, alopecia, rash and nausea had resolved, the genital haemorrhage, menorrhagia, metrorrhagia, cystitis, vaginal discharge, vaginal infection, coagulopathy, migraine, allergy to metals, dyspareunia, fatigue and weight increased outcome was unknown and the anxiety was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, coagulopathy, cystitis, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, micturition urgency, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 & (B)(6) 2010 discrepancy noted in surgery hysterectomy (partial), & hysterectomy (full) current weight 200 lbs. Coils on both sides: left: 03, right: 02. Examination: xr hsg- result-the left essure coil was occluding the fallopian tubes. The right essure coil is not occlusive at this time. Contrast is visualized in the distal right fallopian tube. As per mr intraoperative consult was obtained for evaluation of a colonic injury. Serosal injury to the sigmoid colon which was repaired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and urge to urinate. Lot number: a45104, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic / sharp pain in pelvic area') in a 33-year-old female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Current weight 200 lbs. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), 3 years after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding./abnormal bleeding (general),"), micturition urgency ("urinary problems.,/ bladder-urge to pee"), cystitis ("bladder infection"), rash papular ("itchy bumps") and rash ("rash / leg rashes"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ clotting"), metrorrhagia ("metrorrhagia"), vaginal infection ("vaginal. Infection."), coagulopathy ("clotting"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), feeling abnormal ("brain fog") and dysmenorrhoea ("painful period"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes,oophorectomy(one side)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, micturition urgency, alopecia, rash papular, nausea and rash had resolved, the genital haemorrhage, menorrhagia, metrorrhagia, cystitis, vaginal discharge, vaginal infection, coagulopathy, migraine, allergy to metals, dyspareunia, fatigue, weight increased, urinary tract infection, feeling abnormal and dysmenorrhoea outcome was unknown and the anxiety was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, coagulopathy, cystitis, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, micturition urgency, migraine, nausea, pelvic pain, rash, rash papular, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 & (B)(6) 2010. Discrepancy noted in surgery hysterectomy (partial), & hysterectomy (full). Current weight 200 lbs. Coils on both sides: left: 03, right: 02. Examination: xr hsg- result-the left essure coil was occluding the fallopian tubes. The right essure coil is not occlusive at this time. Contrast is visualized in the distal right fallopian tube. As per mr intraoperative consult was obtained for evaluation of a colonic injury. Serosal injury to the sigmoid colon which was repaired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result :bilateral fallopian tube occlusion devices without evidence of free intraperitoneal spill.; on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and urge to urinate lot number: a45104, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: pfs and social media received : new events - uti, itchy bumps, painful period, brain fog were added. New reporters, lab data were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('chronic, pelvic / sharp pain in pelvic area'). In a 33-year-old female patient who had essure (batch no. A45104), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: obesity. Current weight: 200 lbs. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced, vaginal discharge ("vaginal discharge"), 3 years after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). And was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced, pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced, genital haemorrhage ("general abnormal bleeding, abnormal bleeding (general)"), micturition urgency ("urinary problems, bladder-urge to pee"), cystitis ("bladder infection"), rash papular ("itchy bumps") and rash ("rash / leg rashes"). On (B)(6) 2016, the patient experienced, dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced, nausea ("nausea"). On (B)(6) 2018, the patient experienced, alopecia ("hair loss"). On an unknown date, the patient experienced, abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ clotting"), metrorrhagia ("metrorrhagia"), vaginal infection ("vaginal. Infection"), coagulopathy ("clotting"), anxiety ("anxiety"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), feeling abnormal ("brain fog"), dysmenorrhoea ("painful period") and erythema ("red face and ear"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes,oophorectomy(one side)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, micturition urgency, alopecia, rash papular, nausea and rash had resolved. The genital haemorrhage, menorrhagia, metrorrhagia, cystitis, vaginal discharge, vaginal infection, coagulopathy, migraine, allergy to metals, dyspareunia, fatigue, weight increased, urinary tract infection, feeling abnormal and dysmenorrhoea outcome was unknown. And the anxiety was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, coagulopathy, cystitis, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, micturition urgency, migraine, nausea, pelvic pain, rash, rash papular, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted, in date of insertion (B)(6) 2012 & (B)(6) 2010. Discrepancy noted, in surgery hysterectomy (partial) & hysterectomy (full). Current weight: 200 lbs. Coils on both sides: left: 03, right: 02. Examination: xr hsg result, the left essure coil was occluding the fallopian tubes. The right essure coil is not occlusive at this time. Contrast is visualized in the distal right fallopian tube. As per mr intraoperative consult was obtained for evaluation of a colonic injury. Serosal injury to the sigmoid colon, which was repaired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34.3 kg/sqm. Hysterosalpingogram: on (B)(6) 2013, result: bilateral fallopian tube occlusion devices without evidence of free intraperitoneal spill. On (B)(6) 2013, total bilateral occlusion. On (B)(6) 2013, total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed, in patient¿s medical records: pelvic pain and urge to urinate lot number: a45104, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, social media received: new reporter added. New event: added as 'red face and ear'. A technical investigation will be conducted. Including a batch review. And a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic / sharp pain in pelvic area') in a 33-year-old female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Current weight 200 lbs. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), 3 years after insertion of essure. In (B)(6) 2013, the patient experienced cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain sharp pains in lower abdomen"). In 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding./abnormal bleeding (general),"), micturition urgency ("urinary problems.,/ bladder-urge to pee"), rash papular ("itchy bumps") and rash ("rash / leg rashes"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ clotting"), metrorrhagia ("metrorrhagia"), vaginal infection ("vaginal. Infection."), coagulopathy ("clotting"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), feeling abnormal ("brain fog"), dysmenorrhoea ("painful period") and erythema ("red face and ear"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes, oophorectomy(one side)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, micturition urgency, alopecia, rash papular, nausea and rash had resolved, the genital haemorrhage, menorrhagia, metrorrhagia, cystitis, vaginal discharge, vaginal infection, coagulopathy, migraine, allergy to metals, dyspareunia, fatigue, weight increased, urinary tract infection, feeling abnormal, dysmenorrhoea and abdominal pain lower outcome was unknown and the anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, coagulopathy, cystitis, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, micturition urgency, migraine, nausea, pelvic pain, rash, rash papular, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 & (B)(6) 2010 discrepancy noted in surgery hysterectomy (partial), & hysterectomy (full) current weight 200 lbs. Coils on both sides: left: 03, right: 02. Examination: xr hsg- result-the left essure coil was occluding the fallopian tubes. The right essure coil is not occlusive at this time. Contrast is visualized in the distal right fallopian tube. As per mr intraoperative consult was obtained for evaluation of a colonic injury. Serosal injury to the sigmoid colon which was repaired. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result :bilateral fallopian tube occlusion devices without evidence of free intraperitoneal spill.; on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and urge to urinate. Lot number: a45104, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: pfs received. Event "abdominal pain lower" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic / sharp pain in pelvic area') in a 33-year-old female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. Current weight 200 lbs. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"), 3 years after insertion of essure. In february 2013, the patient experienced cystitis ("bladder infection"). On (B)(6) 2013, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("pain sharp pains in lower abdomen"). In 2014, the patient experienced anxiety ("anxiety"). On (B)(6) 2016, the patient experienced genital haemorrhage ("general. Abnormal. Bleeding./abnormal bleeding (general),"), micturition urgency ("urinary problems.,/ bladder-urge to pee"), rash papular ("itchy bumps") and rash ("rash / leg rashes"). On (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced nausea ("nausea"). On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia/ clotting"), metrorrhagia ("metrorrhagia"), vaginal infection ("vaginal. Infection."), coagulopathy ("clotting"), allergy to metals ("nickel allergy"), urinary tract infection ("uti"), feeling abnormal ("brain fog"), dysmenorrhoea ("painful period") and erythema ("red face and ear"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes,oophorectomy(one side)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, micturition urgency, alopecia, rash papular, nausea and rash had resolved, the genital haemorrhage, menorrhagia, metrorrhagia, cystitis, vaginal discharge, vaginal infection, coagulopathy, migraine, allergy to metals, dyspareunia, fatigue, weight increased, urinary tract infection, feeling abnormal, dysmenorrhoea and abdominal pain lower outcome was unknown and the anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, coagulopathy, cystitis, dysmenorrhoea, dyspareunia, erythema, fatigue, feeling abnormal, genital haemorrhage, menorrhagia, metrorrhagia, micturition urgency, migraine, nausea, pelvic pain, rash, rash papular, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2012 & (B)(6) 2010. Discrepancy noted in surgery hysterectomy (partial), & hysterectomy (full) current weight 200 lbs. Coils on both sides: left: 03, right: 02. Examination: xr hsg- result-the left essure coil was occluding the fallopian tubes. The right essure coil is not occlusive at this time. Contrast is visualized in the distal right fallopian tube. As per mr intraoperative consult was obtained for evaluation of a colonic injury. Serosal injury to the sigmoid colon which was repaired diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: result :bilateral fallopian tube occlusion devices without evidence of free intraperitoneal spill.; on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and urge to urinate lot number: a45104. Manufacture date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') and genital haemorrhage ('general. Abnormal. Bleeding.') In an adult female patient who had essure (batch no. A45104) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), micturition urgency ("urinary problems.,/ bladder-urge to pee"), cystitis ("bladder infection"), vaginal discharge ("vaginal. Discharge"), vaginal infection ("vaginal. Infection."), alopecia ("hair loss"), coagulopathy ("clotting"), rash ("rash / leg rashes"), anxiety ("anxiety"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes,oophorectomy(one side)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, micturition urgency, alopecia, rash and nausea had resolved, the genital haemorrhage, menorrhagia, metrorrhagia, cystitis, vaginal discharge, vaginal infection, coagulopathy, migraine, allergy to metals, dyspareunia, fatigue and weight increased outcome was unknown and the anxiety was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, coagulopathy, cystitis, dyspareunia, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, micturition urgency, migraine, nausea, pelvic pain, rash, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion on (B)(6) 2012 & (B)(6) 2010 discrepancy noted in surgery hysterectomy (partial), & hysterectomy (full) current weight 200 lbs. Coils on both sides: left: 03, right: 02. Examination: xr hsg- result-the left essure coil was occluding the fallopian tubes. The right essure coil is not occlusive at this time. Contrast is visualized in the distal right fallopian tube. As per mr intraoperative consult was obtained for evaluation of a colonic injury. Serosal injury to the sigmoid colon which was repaired diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.3 kg/sqm. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain and urge to urinate. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs and mr received: lot number was added. New events added : rash/ leg rashes, anxiety, migraines / headaches,nausea, nickel allergy, dyspareunia ,fatigue, weight gain. Event urinary tract disorder was updated to micturition urgency. Lab data was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic, pelvic') and genital haemorrhage ('general. Abnormal. Bleeding.') In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia"), metrorrhagia ("metrorrhagia"), urinary tract disorder ("urinary problems.,"), cystitis ("bladder infection"), vaginal discharge ("vaginal. Discharge"), vaginal infection ("vaginal. Infection."), alopecia ("hair loss") and coagulopathy ("clotting"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, urinary tract disorder, cystitis, vaginal discharge, vaginal infection, alopecia and coagulopathy outcome was unknown. The reporter considered abdominal pain, alopecia, coagulopathy, cystitis, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, urinary tract disorder, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: following events were added: chronic, pelvic/abdominal., menorrhagia, metorhagia,,general. Abnormal. Bleeding., urinary problems., bladder infection, vaginal. Discharge, vaginal. Infection, hair loss, clotting. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.